Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-2020 to jan-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after the intra-aortic balloon (iab) was inserted, the console generated an unable to calibrate fiber optic sensor message. This reoccurred after multiple attempts to calibrate. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the patient's blood pressure was stable in the 90s/50s. The customer was advised to disconnect the fiber optic sensor and attempt to transduce the central lumen for the blood pressure and waveform. This was successful and therapy was continued without further issues. There was no patient harm or adverse event reported.